Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The power consumption was at 525% usage, and the device had reached elective replacement indicator (eri). It was noted that the patient has not been in atrial fibrillation since 2020. Technical services were consulted and have requested device data to be submitted for further assessment of the battery. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The power consumption was at 525% usage, and the device had reached elective replacement indicator (eri). It was noted that the patient has not been in atrial fibrillation since 2020. Technical services were consulted and have requested device data to be submitted for further assessment of the battery. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: recent updates from the field have indicated that the device was explanted and replaced. No additional adverse patient effects were reported. A request for the device's return has been made, but it is currently unknown if the device is available for return.